Event description:
It was reported that an abandoned port plug was found in the ipg pocket during an ipg revision (please see MFR. Report # 3006705815-2019-00583). The port plug was removed from the pocket and therapy has been restored postop.